Event description:
It was reported to medtronic minimed that the customer reported damage on the battery tube side and pump submerged in water. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked battery tube threads, cracked case (battery tube) and pillowing keypad overlay cosmetic damage was confirmed with cracked battery tube threads and cracked case (battery tube) during analysis. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.